Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not had any further issues since swapping out the cycler. The patient did not mention any symptoms of overfill. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain. False empty detect and use error. Clinician inappropriately set the minimum drain volume percent setting to low (80%). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 4210ml. The fill volume was 2500ml. This meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.